Manufacturer narrative:
An event of an abnormal lab value for fibrinogenemia was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 28mm sjm séguin semi-rigid annuloplasty ring was implanted. Post procedure, abnormal lab value for fibrinogenemia was noted. The patient was administered fresh frozen plasma intravenously. It is unknown what caused the abnormal lab value. The patient was reported to be in stable condition and has been discharged. Information was recieved that indicated that the afibrinogenemia diagnosis in this event was used to document temporary changes in fibrinogen levels in the blood. No additional information was provided. ((B)(4)).